Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-04686. The pt received two leads with different lot numbers. It was reported the pt was unable to receive stimulation. The sjm rep met with the pt and determined there were multiple contacts on her lead with invalid impedance. X-rays were performed, but did not reveal any anomalies. The pt was scheduled for more f/u regarding the issue.